Event description:
A generator was explanted due to end of service and returned for analysis. Analysis of the generator was completed on (B)(4) 2015. The end of service condition was the result of expected battery depletion based on the battery life calculation. Supply current pulsing was out-of-specification on the current automated post burn test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications the out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.